Manufacturer narrative:
Evaluation: still under investigation.

Event description:
Endovascular repair of aaa using a fenestrated stent-graft. It was known ahead of time that the case could be challenging due to calcified aortic narrowing. The physician and pt elected to do the case with possible undesirable outcome. Not able to cannulate the right renal artery. Many attempts with different selective wires, catheters, and angio balloons failed. This resulted in a covered renal artery, with little to no flow at the end of the procedure. The pt did not require any additional procedures due to this occurrence. The pt is doing well and was discharged 2 days after the procedure.